Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent spinal fusion surgery (posterior lumbar interbody fusion, l4-s1) in which rhbmp-2/acs was used. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.